Manufacturer narrative:
(No problem found and motor) due to the condition of the device, the reported event of "shaver will overheat" could not be confirmed during evaluation and is most likely the result of use error. The complaint of "ar-8330h shaver will ... Stop working" was confirmed and most likely due to motor failure. (Refer to ncr-22401)

Event description:
On 04/30/2024, it was reported by a sales representative via (B)(4).that an ar-8330h shaver will overheat and stop working. This occurred during use in a case with no patient impact.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.